Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room supervisor reported during a laser assisted cataract procedure, the doctor noticed the superior arcuate incision went through the cornea to the anterior chamber. The reporter indicated the doctor placed a suture to seal the wound and noted possible patient movement occurred during laser procedure. Upon follow up, the reporter indicated the suture was removed two weeks post op. The patient is doing well with no problems.